Event description:
It was reported that the lead was explanted and replaced due to noise and externalized conductor as seen under fluoroscopy.

Event description:
Additional information received noted that the patient received inappropriate therapies prior to the lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was abraded.